Event description:
It was reported that the patient with artificial urinary sphincter (aus) experienced recurrent incontinence. Cystoscopy was performed and found that the device was coapting and no device issues were identified. The balloon was explanted and replaced. No additional patient complications were reported.